Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the device was just received back from repair on (B)(4) and the unit will not get off standby. It was further reported by the sales representative that this should be a warranty repair.